Manufacturer narrative:
The insulin pump was received with a motor error alarm during the rewind process due to an over-torqued and over-tightened motor slide on the base of the motor shaft. The problem was isolated to the motor slide pad. The unit was unable to perform the self test along with the unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests due to the motor error alarm. The motor error alarm also prevented verification of the unit's operating currents and of the alleged excessive no delivery alarms. The motor was tested outside of the device and passed. The following physical damage was noted: loose/protruded drive support disk, partially broken reservoir tube lip, cracked battery tube threads, cracked casing at a display window corner, minor scratches on the lcd window, broken belt clip slot, missing end cap sticker, and scratched reservoir tube window.

Event description:
It was reported via phone call that the customer's insulin pump kept alarming no delivery despite having completed troubleshooting. The customer also tried the infusion sets in an old insulin pump and received a motor error alarm. The customer declined further troubleshooting. The insulin pump was returned and replaced.